Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a portion of the stent delivery system (sds) was returned for analysis without a proximal portion including the strain relief/manifold hub and without a distal portion including the balloon and device tip. A visual and microscopic examination of the crimped stent found damage to the entire stent. The stent had been dislodged and was returned on the shaft polymer extrusion. A visual and tactile examination found a hypotube break 1165mm from hypotube/mid-shaft bond and multiple hypotube kinks. The portion of the sds proximal to the hypotube break was not returned, including the strain relief and manifold. A visual and tactile examination of the shaft polymer extrusion identified damage to the guidewire exchange port, it appeared stretched. The inner shaft polymer extrusion was broken 17mm distal of the guidewire exchange port. The outer shaft polymer extrusion was broken 28mm distal of the guidewire exchange port. The core wire was coiled. The portion of the sds distal to the shaft polymer extrusion breaks was not returned including the balloon and device tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 01-mar-2017. It was reported that crossing difficulties were encountered. The target lesion was located in a tortuous and calcified mid to distal right coronary artery (rca). After predilation was performed with a nc balloon catheter, a 3.00x20mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion. The lesion was further dilated but the stent still failed to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and detachment/separation, hypotube and shaft polymer extrusion break.